Manufacturer narrative:
The user facility has declined to return the device for evaluation and testing.

Event description:
A report was received from a user facility stating that a patient was undergoing phacoemulsification cataract extraction with intraocular lens implantation to the left eye. Intraoperatively, the nagahara chopper detached and was noted to be resting on the posterior lens capsule. The surgery was prolonged as the surgeon removed the fragment. Though requested, the user facility could not provide information on the patient outcome; however, information received indicates "the patient is being seen post-operatively."